Manufacturer narrative:
Concomitant products: product ID 8781, serial # (B)(4), implanted: (B)(6) 2014, product type catheter. (B)(4).

Event description:
It was reported that the patient got a spinal headache from a cerebrospinal fluid (csf) leak. A blood patch was noted to have been performed. The patient's pump was intended to infuse intrathecal lioresal. Additional information was requested, but was not available at the time of report.